Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: investigation summary: although a sample was not provided for observations and testing; a photo was provided for observation of this incident; which revealed: one used 20g bd insyte autoguard which consisted of the catheter/adapter assembly. The catheter and wedge were pushed back through end of the adapter and revealed to have traces of media present. There was a bag with the needle/hub assembly that demonstrated to be fully retracted within the safety shield (barrel) and also revealed to have traces of media present. The unit in the photo was identified to be fully retracted and have separation of the catheter/wedge within the adapter. The photo did not demonstrate sufficient evidence to identify a root cause of the observed separation of the catheter tubing and wedge from the within the end of the adapter. The photo did not display any evidence of manufacturing related process damage; therefore this incident is indeterminate. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: confirmation of the subjects of needle retraction failure and flashback (poor / no), as stated in the pir, was inconclusive based on the evaluation of the photo provided for this incident. The photo displayed the unit was needle was fully retracted with the barrel and the catheter tubing and wedge were separated from the within the end of the adapter there was not sufficient physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defects or the separation observed in the photo. Did the evaluation confirm the customer¿s experience with the bd product? No; confirmation of the failures of needle retraction failure and flashback (poor / no) was inconclusive based on the observations of the photo provided for this incident. Were we able to reproduce the customer's experience with the bd product? N/a: units were not provided for this incident. Was the device used for treatment or diagnosis? Treatment.

Event description:
It was reported that two unknown insyte autoguards malfunctioned. While a nurse was attempting to place an IV, blood was noted in the chamber. However, there was no flash in the catheter. The catheter was advanced and the push button to retract the needle was activated but failed, leaving the needle remaining in the patient¿s hand. It was also reported after a nurse was using an unknown insyte autogaurd IV catheter, the push button failed to retract because it was missing on the device. There was no report of injury or medical intervention.